Event description:
A customer reported the custom paks might have included latex gloves instead of non-latex gloves. The procedure details and patient impact were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2 and b.5. Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received indicating that none of the products sent to the customer were affected, following submission of the initial report, this event does not meet criteria for reporting as a device malfunction.